Manufacturer narrative:
In relation to the reported event, the controller ac adapter passed visual inspection and passed functional testing. As a result the reported event was not confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the prongs of the patient's ac adapter were damaged, thus making difficult to establish a secure connection. The controller ac adapter (cac202381) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination and functional testing. The controller ac adapter was able to adequately provide power to a test controller. As a result, the reported event could not be confirmed or duplicated during testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the prongs of the patient's ac adapter were damaged, thus making it difficult to establish a secure connection. The adapter was exchanged with no reported patient consequences.